Manufacturer narrative:
The laparotomy was performed due to the intestinal obstruction. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jgb5262, mfg. Date 03/31/2015, exp. Date 02/29/2020; batch # jgb5261, mfg. Date 03/30/2015, exp. Date 02/29/2020; batch # jeb4822, mfg. Date 03/30/2015, exp. Date 02/29/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).

Event description:
It was reported that the patient underwent a right salpingo-oophorectomy procedure for chocolate cyst under laparoscopy on unknown date and absorbable adhesion barrier was used. Three days following the procedure, the patient experienced fever and intestinal obstruction. Two weeks after the initial procedure, the patient experienced adhesion between great omentum and small intestine and it was confirmed by laparotomy. Additional information has been requested.